Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the insulin pump trace download. Device monitored without the test energizer battery inside the battery compartment and reinserted back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 425 mg/dl at the time of incident. The customer also reported that the piston was not moving. The customer reported that the insulin pump also alarmed power loss. The insulin pump will be returned for analysis.